Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
A pt sustained a mandible fracture due to removal of wisdom teeth. The pt was implanted with a plate and 4 screws on an unk date. During a dental exam x-rays taken showed the hardware had loosened. The pt was not experiencing any pain but was referred to an oral surgeon. The oral surgeon removed the hardware and revised the pt with a 2.4 mm mandible angle plate. This report is #5 of 5 for the same event.